Manufacturer narrative:
The monopolar curved scissors instrument was returned for failure analysis. The instrument was found to have a broken tube over-molded adapter. Material was missing and was not returned with the instrument. The missing material was approximately 0.09¿x 0.06¿.

Event description:
It was reported that prior to the start of a da vinci assisted simple prostatectomy surgical procedure that the plastic end of the sp monopolar curved scissors (mcs), where the tip cover attaches, was found to be broken. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the instrument damage occurred prior to the start of the case when attempting to attach the scissor tip to the instrument arm. No fragments fell into the patient as the patient was not in the room. The instrument passed sterile processing checks.